Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh removal, pain, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/2000: [missing records: an operative report for laparoscopic cysts removal in 2000 was not provided.] On (B)(6) 2009: (B)(6). (B)(6), md. Radiology-x-ray abdomen flat/upright. Indication: abdominal pain/bowel obstruction. Show multiple air distended, minimally dilated small bowel segments mid abdomen, greatest transverse dimension measuring 3 cm which is top limits normal. Diffuse gaseous distension colon. Multiple surgical staples projected over abdomen. If strong clinical suspicion for ileus or partial mechanical bowel obstruction, recommend followup [sic] serial kidney, ureters and bladders to further evaluate. On (B)(6) 2012: (B)(6). (B)(6), md. Emergency room visit. Lifting items week ago when felt something tear. Since then, pain mid abdomen. History incisional hernia, repair previously with mesh. Since last week, increased abdominal pain, vomiting with solid food. Exam: small tender palpable knot along midline incisional scar ¿ possible hernia. Impression/plan: abdominal pain, nausea. Discharge home. (B)(6) in office tuesday. On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Discharge instructions. Activity instructions: no heavy lifting. On (B)(6) 2018: (B)(6). (B)(6), pa-c; (B)(6), md. Office notes. Abdominal pain. Extended absence about 8 years. Gastric bypass 2005 led to incisional hernia, required repair. Multiple complications from hernia repair with subsequent surgeries. Last year problems swallowing, abdominal pain. Were thinking surgery, told too high risk, did get better, nothing done. Week ago, upper abdominal pain, difficulty swallowing. Progressed, only able to sip liquids. Vomiting a lot, still having bowel movements. Last bowel movement last night, hard, black. History blood clots from birth control. Gained 70 pounds. Past medical history: diabetes. Review of systems: abdominal pain, nausea, constipation, black tarry stools, vomiting. Abdominal pain generalized, worse epigastrium. Weight 232 [lbs.], bmi 37.44. Exam: abdomen: scar(s) vertical midline, generalized tenderness to palpation, worse right upper quadrant, hypoactive bowel sounds. Impression: generalized abdominal pain, dysphagia unspecified. Plan: x-ray abdomen, abdominal ultrasound, upper gastrointestinal with small bowel follow thru, follow-up 1 week. On (B)(6) 2018: (B)(6). (B)(6), md. Radiology-x-ray upper gastrointestinal with small bowel. Indication: pain, history roux-en-y gastric bypass, additional multiple bowel surgeries. Nausea, emesis, abdominal pain approximately one year. 70 pounds gained. Tiny hiatal hernia. Significant reflux, no evidence obstruction. On (B)(6) 2018: (B)(6). (B)(6), md. Radiology-ultrasound abdomen complete. Indication: abdominal pain, extreme pain right leg, vomiting last night. Impression: fatty infiltration liver, otherwise unremarkable. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009:metroplex. Intra-op record. Implants/explants: description: mesh dual 15x19 1dlmc04. Catalog number: 1dlmc04. Lot number: 05526810. Manufacturer: gore. Size: 15.0 cm x 19.0 cm x 1.0 mm. Expiration date: 04/11/12. Site: ventral hernia. Quantity: 1. Explant disposition: n/a. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect - clinical codes h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact previous patient code(s) (1994 and 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2008 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2009 through (B)(6), 2012, and from (B)(6), 2013 through (B)(6), 2018 were not provided. Patient information: medical history: ¿ gastroesophageal reflux disease [gerd] ¿ hepatitis ¿ history of morbid obesity - (B)(6) 2009: 150 lbs., bmi 23.5 - (B)(6) 2018: ¿gained 70 pounds.¿ 232 lbs., bmi 37.44 - (B)(6) 2019: 245 lbs., bmi 39.4 ¿ diabetes mellitus - (B)(6) 2012: history of pre-diabetes - (B)(6) 2018: diabetes mellitus ¿ smoking - (B)(6) 2009: smokes on occasion prior surgical procedures: ¿ 2000: laparoscopic cyst removal ¿ 2005: gastric bypass, stapled ng [nasogastric] tube to stomach, exploratory laparotomy for ng tube removal ¿ 2008: umbilical hernia repair [no records] implant preoperative complaints: ¿ (B)(6) 2009: x-ray abdomen: abdominal pain/bowel obstruction. ¿multiple surgical staples projected over abdomen. If strong clinical suspicion for ileus or partial mechanical bowel obstruction, recommend followup [sic] serial kidney, ureters and bladders to further evaluate.¿ ¿ (B)(6) 2009: history and physical: ¿ventral hernia - 3 year history of incisional hernia following gastric bypass laparoscopic with postoperative laparotomy (stapled nasogastric tube to stomach).¿ implant procedure: lysis of adhesions. Repair of ventral hernia with mesh. Implant: gore® dualmesh® biomaterial (1dlmc04/05526810, 15cm x 19cm x 1mm, oval) implant date: (B)(6), 2009 ¿ description of hernia being treated: ¿I began by excising a portion of the old scar about 2-1/2 inches in length over the area where I could feel the hernia defect. I dissected down through the skin and subcutaneous tissue. There was a large amount of scar tissue. I ultimately identified the sac and opened it. It was easy to be able to dissect it. It was opened, I then freed the sac from the surrounding subcutaneous tissue. The hernia defect was remarkably longer than I thought it was, about 4 centimeters or so in the vertical dimension but in the transverse dimension it probably was at least 10 centimeters in length.¿ ¿ implant size and fixation: ¿once I had this dissected out and subcutaneous mobilized, I then brought in a dual mesh and placed the slick side down, rough side out and then used 2-0 prolene sutures through the abdominal wall down through the mesh and back up again. Prior to doing that, I had to remove some omentum and mobilized the colon that was adherent right there to the hernia defect and so I had to gradually free that up and remove some omentum adhesions in order to be able to put my mesh in. Once I had that freed up and dissected and had good hemostasis, getting hemostasis with cautery and 2-0 chromic ligatures as needed, I then placed my mesh in position and began anchoring it all the way around. Once I had it in position, I then used 0 vicryl to reapproximate the edges of the defect, the extreme lateral corners on either side, and then I preserved some of the peritoneum and scar tissue in the mid-portion and I used that across the mid-portion so that my entire mesh was isolated from the subcutaneous space. Once I had that completed, I had previously irrigated with some keflin saline solution, we then further irrigated the wound.¿ - (B)(6) 2009: pathology report: incisional hernia scar tissue, ventral hernia adhesions, and ventral hernia sac. ¿fibrovascular connective tissue and adipose tissue with moderate vascular congestion, consistent with hernia sac.¿ relevant medical information: ¿ (B)(6) 2012: CT abdomen/pelvis: ¿lifting items week ago when felt something tear. History incisional hernia, repair previously with mesh. Tenderness over old midline incision site with palpable knot/mass-concern for incarcerated hernia.¿ ¿previous gastroplasty. I note surgical mash [sic] in the anterior abdominal wall at and just above the level of the umbilicus, apparently to repair previous abdominal wall hernia.¿ ¿ (B)(6) 2012: incisional hernia repair. ¿I noted the repair that was done by dr. (B)(6). It was unremarkable. It has healed well completely with no recurrence noted. Above the hernia repair that was done by dr. (B)(6), about 2 cm above it, I noticed another very small defect about 1 cm that has fat stuck to it. I was able to resect the sac, which was very small, and discarded it. Then I visualized the omental fat, that I was able to reduce without much difficulty. Then I used 2-0 ethibond to close the defect with 2 interrupted figure-of-eight fashion and transverse fashion. Since she had a good looking fascia, I did not want to put a mesh in, because the hernia defect is so small.¿ explant preoperative complaints: ¿ (B)(6) 2013: CT abdomen: abdominal pain. ¿moderate ascites in the abdomen and pelvis. Status post gastric bypass surgery. Distal jejunal small bowel obstruction.¿ ¿ (B)(6) 2013: ¿... Abdominal pain, very tender periumbilical area. Exam: lost 120 pounds since 2005 due to gastric bypass, in mild distress secondary to the abdominal pain, abdomen flat, soft, tender with positive guarding and mild rebound especially on palpation of the periumbilical area where a mass effect is felt. This appears to be a wrinkled mesh with probably bowel involved and the cause of the obstruction may be due to this mesh and adhesions. Impression: small-bowel obstruction. Rule out mesh wrinkling with obstruction.¿ ¿ (B)(6) 2013: ¿status post gastric bypass eight years ago, developed an incisional hernia postoperatively, had several interventions for bowel obstruction and placement of mesh for incisional hernia. At this time, she came in with severe abdominal pain, palpable induration in the periumbilical area, and nausea and vomiting.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Excision of abdominal wall mass. Repair of incisional hernia with mesh implant. Implant: ethicon umr3 ultrapro mesh, 7.6 x 15 cm. Explant date: (B)(6) , 2013 [hospitalization (B)(6), 2013] ¿ ¿the lip line was opened, and an excision of a corrugated and wrinkle bone-like indurating mesh was removed. That was sent to pathology for gross description. Multitude of adhesions of the small bowel loops to the abdominal wall were lysed using blunt and sharp dissection. Gastrojejunostomy and roux-en-y anastomosis were readily visible. The small bowel was then followed up to the left lower quadrant, where very thick adhesion band had crossed in front of the loop of small bowel causing a near complete obstruction. The pre-obstruction dilation and post obstruction normal loop of small bowel was visible. We followed the small intestine up to the ileocecal valve, appears within normal limits. The abdominal cavity was then irrigated with a warm saline solution. Hemostasis was accomplished with the use of electrocautery. The midline was then closed by the running suture double looped pds with interrupted figure-of-eight 0 vicryl. The anterior aspect of the abdominal wall, we placed an overlay mesh for reinforcing the closure, and this was secured to the anterior abdominal wall with tack absorb staples.¿ ¿ (B)(6) 2013: pathology report: specimen: old mesh from abdomen. ¿a portion of mesh covered with benign fibrous fatty tissue with fibrous adhesions. Macroscopic description: the specimen consists of a flat piece of mesh completely covered with fibrofatty tissue with adhesions. It measures 6 x 3.5 x 1.5 cm.¿ ¿ (B)(6) 2013: discharge summary: ¿hospital course: history of gastric bypass surgery following complications who was admitted to the hospital with a small bowel obstruction.¿ relevant medical information: ¿ (B)(6) 2013: follow up with surgeon. Status post exploratory laparotomy. ¿patient developed a bowel obstruction due to an adhesion band, a mass periumbilical due to corrugated mesh with bowel adhesions. Abdomen flat, soft, incision healing. No evidence of cellulitis or infection.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: an operative report for umbilical hernia repair in (B)(6) was not provided.] On (B)(6) 2009: history & physical. Present illness or injury: ventral hernia-3 yr. Hx of incisional hernia following gastric bypass laparoscopic with post op laparotomy (stapled ng tube to stomach). Pmh: acid reflux. Psh: gastric bypass, exploratory laparotomy postop. Abd: 4 cm defect mid line. Diagnostic impression: incisional hernia.¿ on (B)(6) 2009: operative report. Preoperative diagnosis: ¿ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia plus adhesions. Procedure: lysis of adhesions. Repair of ventral hernia with mesh.¿ findings: ¿ventral incisional hernia plus adhesions.¿ drains and packs: dual mesh placed in the wound. Complications: none.¿ description of operation: ¿the patient was prepped, draped and placed in the supine position under general anesthesia. I began by excising a portion of the old scar about 2-1/2 inches in length over the area where I could feel the hernia defect. I dissected down through the skin and subcutaneous tissue. There was a large amount of scar tissue. I ultimately identified the sac and opened it. It was easy to be able to dissect it. It was opened, I then freed the sac from the surrounding subcutaneous tissue. The hernia defect was remarkably longer than I thought it was, about 4 centimeters or so in the vertical dimension but in the transverse dimension it probably was at least 10 centimeters in length. Once I had this dissected out and subcutaneous mobilized, I then brought in a dual mesh and placed the slick side down, rough side out and then used 2-0 prolene sutures through the abdominal wall down through the mesh and back up again. Prior to doing that, I had to remove some omentum and mobilized the colon that was adherent right there to the hernia defect and so I had to gradually free that up and remove some omentum adhesions in order to be able to put my mesh in. Once I had that freed up and dissected and had good hemostasis, getting hemostasis with cautery and 2-0 chromic ligatures as needed, I then placed my mesh in position and began anchoring it all the way around. Once I had it in position, I then used 0 vicryl to reapproximate the edges of the defect, the extreme lateral corners on either side, and then I preserved some of the peritoneum and scar tissue in the mid-portion and I used that across the mid-portion so that my entire mesh was isolated from the subcutaneous space. Once I had that completed, I had previously irrigated with some keflin saline solution, we then further irrigated the wound. I then closed the subcutaneous with subcuticular 2-0 chromic, closed the skin with staples. Sterile dressing with betadine was applied. The patient remained stable throughout and was taken to the recovery area in stable condition.¿ the records confirm a gore®dualmesh® biomaterial (1dlmc04/05526810) was implanted during the procedure. On (B)(6) 2009: surgical pathology report. Specimens received: incisional scar tissue. Ventral hernia adhesions. Ventral hernia sac. Final diagnosis: incision scar, site not specified, excision: skin and subcutaneous tissues with dermal cicatrix. Adhesions, ventral hernia, excision: fibrovascular connective tissue and adipose tissue with vascular congestion, consistent with surgical adhesiolysis. Hernia sac, ventral, herniorrhaphy: fibrovascular connective tissue and adipose tissue with moderate vascular congestion, consistent with hernia sac.¿ an operative report for umbilical hernia repair in (B)(6) was not provided. On (B)(6) 2012: abdominal and pelvic CT with IV contrast. Indication: tenderness over old midline incision site with palpable knot/mass-concern for incarcerated hernia. History: abdominal and pelvic pain, fever, leukocytosis, peritonitis, abnormal liver enzymes, hematuria. Findings: CT was done during infusion of IV contrast. Previous gastroplasty. I note surgical mash [sic] in the anterior abdominal wall at and just above the level of the umbilicus, apparently to repair previous abdominal wall hernia. No focal mesenteric inflammation, no ascites or adenopathy, no definite acute or significant abdominal or pelvic CT pathology.¿ on (B)(6) 2012: operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia, reducible. Indication: ¿had an open gastric bypass. She had an incisional hernia that was repaired by dr. (B)(6) , and she had another small hernia. She was having pain because of that, and she wants it fixed.¿ procedure: incisional hernia repair. Description of procedure: ¿after risks and benefits discussed with the patient, informed consent was obtained. The patient was brought to the operating room and placed supine on the operating table. General endotracheal tube anesthesia was started by the anesthesia department. The abdomen was prepped and draped in the sterile fashion. Then, I injected 0.5% marcaine with epinephrine, where the bulge was, and I made an incision, using #10 blade scalpel. I carried my dissection all the way around to the fascia. I noted the repair that was done by dr. (B)(6) . It was unremarkable. It has healed well completely with no recurrence noted. Above the hernia repair that was done by dr. (B)(6) , about 2 cm above it, I noticed another very small defect about 1 cm that has fat stuck to it. I was able to resect the sac, which was very small, and discarded it. Then I visualized the omental fat, that I was able to reduce without much difficulty. Then I used 2-0 ethibond to close the defect with 2 interrupted figure-of-eight fashion and transverse fashion. Since she had a good looking fascia, I did not want to put a mesh in, because the hernia defect is so small. Once completed, I closed the subcutaneous layers using 3-0 vicryl in an interrupted fashion, and I used 4-0 vicryl to close the skin in a continuous fashion. Then wound was cleaned, dressing was applied. The patient tolerated the procedure well. She was extubated and transferred to the room in stable condition.¿ on (B)(6) 2013: CT scan of abdomen and pelvis. Indication: abdominal pain. The examination was done without contrast enhancement. There are surgical clips in the stomach from previous bypass surgery. There are anastomosis sutures seen in the left lower abdomen in the small bowel loop. There is moderate distention of the proximal small bowel loops. Obstruction of the distal jejunal is suspected. Interpretation could be limited due to lack of IV or oral contrast. Impression: moderate ascites in the abdomen and pelvis. Status post gastric bypass surgery. Distal jejunal small bowel obstruction.¿ on (B)(6) 2013: admission note/history and physical. Hpi: ¿abdominal pain from 3:00 to 5:00 pm last night. Psh: gastric bypass surgery on (B)(6) . Repair of umbilical hernia in (B)(6) and (B)(6) . Abdomen: slightly distended, soft, generalized tenderness. Bowel sounds hyperactive. Assessment: small bowel obstruction, abdominal pain, nausea and vomiting. Plan: admitted, nasogastric tube placed.¿ on (B)(6) 2013: general surgery consultation. Hpi: ¿hx gastric bypass, nasogastric tube unfortunately stapled during the procedure, which was done laparoscopically, and eventually had to have an exploratory laparotomy for removal of the nasogastric tube. Developed incisional hernia and bowel obstruction, had undergone 2 previous surgeries including placement of mesh in the periumbilical area. Abdominal pain on and off, the last week, increased in intensity and frequency, crampy pain with nausea and vomiting. The last day or so, not been passing flatus or having bowel movements. The patient was febrile with no chills. Pmh: morbid obesity. Ros: unremarkable except; abdominal pain, very tender periumbilical area. Exam: lost 120 pounds since (B)(6) due to gastric bypass, in mild distress secondary to the abdominal pain, abdomen flat, soft, tender with positive guarding and mild rebound especially on palpation of the periumbilical area where a mass effect is felt. This appears to be a wrinkled mesh with probably bowel involved and the cause of the obstruction may be due to this mesh and adhesions. Impression: small-bowel obstruction. Rule out mesh wrinkling with obstruction. I discussed with the patient the pros and cons of an exploratory laparotomy with possible bowel resection and removal of this mass or mesh and the possibility that we may have to perform a segmental bowel resection and/or to implant another mesh if necessary. The patient understands the risks and benefits and agrees with surgical intervention, which will be scheduled for today as soon as the operating room team is available.¿ on (B)(6) 2013: operative report. ¿pre/postop diagnosis: small bowel obstruction. Abdominal wall mass, status post mesh implant. Operative procedure: exploratory laparotomy. Lysis of adhesions. Excision of abdominal wall mass. Repair of incisional hernia with mesh implant.¿ detail of procedure: ¿status post gastric bypass eight years ago, developed an incisional hernia postoperatively, had several interventions for bowel obstruction and placement of mesh for incisional hernia. At this time, she came in with severe abdominal pain, palpable induration in the periumbilical area, and nausea and vomiting. The patient was taken to the operating room and placed in the supine position. Endotracheal general anesthesia was induced without any complications. The abdominal wall was prepped and draped in the usual sterile fashion. With a midline incision, scar tissue was excised using a 20-blade scalpel and electrocautery. The lip line was opened, and an excision of a corrugated and wrinkle bone-like indurating mesh was removed. That was sent to pathology for gross description. Multitude of adhesions of the small bowel loops to the abdominal wall were lysed using blunt and sharp dissection. Gastrojejunostomy and roux-en-y anastomosis were readily visible. The small bowel was then followed up to the left lower quadrant, where very thick adhesion band had crossed in front of the loop of small bowel causing a near complete obstruction. The pre-obstruction dilation and post obstruction normal loop of small bowel was visible. We followed the small intestine up to the ileocecal valve, appears within normal limits. The abdominal cavity was then irrigated with a warm saline solution. Hemostasis was accomplished with the use of electrocautery. The midline was then closed by the running suture double looped pds with interrupted figure-of-eight) vicryl. The anterior aspect of the abdominal wall, we placed an overlay mesh for reinforcing the closure, and this was secured to the anterior abdominal wall with tack absorb staples. The midline incision, the skin was closed with subcutaneous of 3-0 vicryl gi, and the skin was closed using staples. A dressing was applied.¿ on (B)(6) 2013: operating room nursing record. Pre/postop diagnosis: small bowel obstruction. Procedure: exploratory laparotomy, lysis of adhesions, removal and placement of abdominal wall mesh. Specimen: old mesh from abdomen. Implant label: ethicon umr3 ultrapro mesh. 7.6 x 15 cm. Lot # [illegible].¿ on (B)(6) 2013: surgical pathology report. Specimen(s) received: old mesh from abdomen. Final pathologic diagnosis: a portion of mesh covered with benign fibrous fatty tissue with fibrous adhesions. Clinical history/diagnosis: small bowel obstruction. Macroscopic description: the specimen consists of a flat piece of mesh completely covered with fibrofatty tissue with adhesions. It measures 6 x 3.5 x 1.5 cm. Representative sections of soft tissue are submitted, one cassette.¿ there is no mention of infection involving the gore device. On (B)(6) 2013: discharge summary. Final diagnosis: small bowel obstruction. S/p expiratory [sic] laparotomy with lysis of adhesions and excision of an abdominal wall mass and repair of an incisional hernia with matching end points. Low grade fever, likely postop related. Leukocytosis, likely reactive. Hospital course: history of gastric bypass surgery following complications who was admitted to the hospital with a small bowel obstruction.¿ on (B)(6) 2013: office visit. ¿s/p expl. Lap. Sbo adhesions, mesh removal. S/p hx of gastric bypass. Exp. Lap. For bowel obst. Incisional hernias, repair with composix mesh in california several years ago. Patient developed a bowel obstruction due to an adhesion band, a mass periumbilical due to corrugated mesh with bowel adhesions. Abdomen flat, soft, incision healing. No evidence of cellulitis or infection.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.